Manufacturer narrative:
There was not patient involvement. The complained revolution pump head was a non-sterile device assembled into a sterile convenience pack distributed in USA (044028600 lot 1616700021). The expiration date refers to the sterile convenience pack. (B)(4). The manufacture date provided refers to the manufacture date of sterile convenience pack into which the complained revolution pump was assembled. Sorin group (B)(4) manufactures the revolution centrifugal blood pump with pc. The incident occurred in baltimore, md. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, at the packaging opening, the tubing from the outlet port of the revolution cone for the revolution centrifugal blood pump with pc was found to be cracked into two pieces when the package was opened. The revolution cone was replaced for the case. There is no patient involvement. The investigation is on-going. A follow-up report will be sent when the investigation will be completed.

Event description:
Sorin group (B)(4) received a report that, at the packaging opening, the tubing from the outlet port of the revolution cone for the revolution centrifugal blood pump with pc was found to be cracked into two pieces when the package was opened. The revolution cone was replaced for the case. There is no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the revolution centrifugal blood pump with pc. The incident occurred in (B)(6). The pump was returned to sorin group (B)(4) for evaluation. Visual inspection of the returned device confirmed that the blood outlet connector has completely broken off. An in depth inspection revealed irregularities in the crack line. Based on the profile of the crack, sorin group (B)(4) has concluded that the most probable root cause of the damage was rough handling during transportation causing enhancement of residual processing stresses. A review of the DHR did not reveal any relevant information potentially linked with the claimed defect. The involved unit passed all the in-process controls during manufacture. Despite the low defective rate, sorin group (B)(4) has opened a CAPA project to identify possible corrective actions to further decreased the occurrence rate.